Event description:
It was reported that this electrode exhibited high shock impedances out of range. Technical services (ts) discussed that chest x rays (ap and lateral) would be helpful to see if there is adipose tissue under the can or shock coil. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited high shock impedances out of range. Technical services (ts) discussed that chest x rays (ap and lateral) would be helpful to see if there is adipose tissue under the can or shock coil. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that the electrode was going to be explanted due to high shock impedances out of range. Ts discussed to make sure that the new electrode is tracked all of the way down to the sternum as a system impedance measuring around 200 ohms can indicate that the coil is superficial and located in adipose tissue. Additionally discussed, that labeling recommends defibrillation threshold (dft) test at changeout. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited high shock impedances out of range. Technical services (ts) discussed that chest x rays (ap and lateral) would be helpful to see if there is adipose tissue under the can or shock coil. Additional information was received which indicated that the electrode was going to be explanted due to high shock impedances out of range. Ts discussed to make sure that the new electrode is tracked all of the way down to the sternum as a system impedance measuring around 200 ohms can indicate that the coil is superficial and located in adipose tissue. Additionally discussed, that labeling recommends defibrillation threshold (dft) test at changeout. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned for analysis.